Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified signs of wear and debris about the screw threads and drive feature. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for approximately 9 months. The reported event could not be recreated due to the nature of the dental device and event (loosening). The customer has returned multiple images of the device. This includes x-ray images before and after restoration removal, and an image of the removed restoration. Signs of loosening could not be verified from these images. DHR review was completed for the subject lot number 1229172. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1229172) for similar event and no other complaint was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event (component loosening) or product (iunihg). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: b4: date of this report, d4: unique identifier (UDI) number, d4: expiration date, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h3: device evaluated by manufacturer, h6: entered evaluation codes, h10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Initial reporter fax number: not provided.

Event description:
It was reported that abutment screw (iunihg) loosened. Patient noticed screw was loose; two days after, the abutment and crown came out. A new screw was placed and abutment and crown was seated.